Event description:
It was reported the gastrointestinal videoscope had no video signal. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, olympus was not able to confirm the reported failure of no video signal. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.